Event description:
A (B)(6) male pt called zoll customer support to report that the electrode belt wires had completely pulled out of the connector. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt wires pulled out of connector) has been confirmed. As received, the trunk cable connector was severed. The root cause of the severed trunk cable connector was physical trauma. No adverse event resulted from the defective trunk cable connector. The pt received a replacement electrode belt.